Event description:
Study event: it was reported that during a right internal carotid artery stenting procedure, there was a partial deployment of the stent. While the device was inserted in the pt, the physician turned the handle to deploy the stent. The stent started to deploy only exposing a small amount of stent. The physician kept turning the handle, but the stent would not completely deploy. The stent and the stent delivery system were removed. A new stent was placed successfully. No patient effects reported. The pt was discharged to home the next day. There is no additional information available.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.